Manufacturer narrative:
(B)(4).

Event description:
It was reported by the bio-med technician that while in use on a patient the intra-aortic balloon pump (iabp) was continually alarming for helium loss. As a result the pump was switched out for another successfully. Patient outcome: stable on the iabp. There were no reported complications to the patient, serious injury or death. Additional information received. The field service engineer assessed the pump and was able to confirm the helium loss 3 alarms. Replaced the pneumatic control system and the pump passed functional checks. The pump was returned to service.

Event description:
It was reported by the bio-med technician that while in use on a patient the intra-aortic balloon pump (iabp) was continually alarming for helium loss. As a result the pump was switched out for another successfully. Patient outcome: stable on the iabp. There were no reported complications to the patient, serious injury or death. Additional information received. The field service engineer assessed the pump and was able to confirm the helium loss 3 alarms. Replaced the pneumatic control system and the pump passed functional checks. The pump was returned to service.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, helium loss" is confirmed. The pump alarmed helium loss (2) approximately 60 seconds after pumping was initiated. Dried blood was noted inside the drain valve v4, and the spring was not fully released during the investigation. No iab leak/rupture was reported. The root cause of how the blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends.